Manufacturer narrative:
Evaluation summary: capsular contraction syndrome is defined as an exaggerated reduction in anterior capsulotomy and capsular bag diameter after cataract surgery. It frequently occurs with continuous curvilinear capsulorhexis. The anterior capsular contraction can lead to extensive reduction of the capsulotomy opening, mal-positioning of opening and 360° zonular dehiscence and posterior dislocation of the intraocular lens (iol) with the bag. This causes significant visual disability and further need of posterior segment surgery, which can be associated with complications like retinal dialysis and detachment. Conditions that predispose to capsular contraction syndrome are pseudoexfoliation, advanced age, uveitis, pars planitis and myotonic muscular dystrophy. After review of reported event as well as related literature, there is no evidence indicating that the integrity of the anterior capsule was compromised by the performance of the system. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system met specifications at the time of release. The root cause cannot be determined conclusively. The initial decision to report was incorrect resulting in the initial report being submitted in error.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not provided due to data privacy requirements.

Event description:
A regulatory agency reported a case of anterior capsular contraction after using the system in a surgery. It is unknown when the event took place and the current condition of the patient. Additional information has been requested but not provided due to data privacy requirements.